Manufacturer narrative:
The complaint investigation for falsely depressed alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing, and return sample analysis. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I toxo igg did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71075be00. Device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the lot number. In house sensitvity testing was completed for the complaint lot 71075be00. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. One commercially available seroconversion panel (ID 461957152) was tested and seroconversion panel results were compared to the historical results. The reagent lot 71075be00 detected the same bleeds as reactive in comparison to historical lots. The return sample was tested with a retained kit of the alinity I toxo igg reagent lot number 71075be00. The sample was non-reactive (0.8 iu/ml). Supplemental testing (mikrogen recomline toxoplasma igg) was performed. Two very weak bands: gra7 (+/-) and p30 (+/-) were observed. The interpretation of sample was negative. The alinity I toxo igg and mikrogen recomline toxo igg results for the sample was in agreement, no discrepancies in results were identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I toxo igg assay for lot 71075be00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I toxo igg results for one sample. The following results were provided: (customer reference range <1.6 nonreactive, 1.6 - 3.0: grayzone, >=3.0: reactive) on (B)(6) 2025, sid (B)(6), alinity result = 0.8 iu/ml. Toxo igg roche result = 21 iu/ml on (B)(6) 2025 and toxo igg roche result = 22 iu/ml on (B)(6) 2025 additional lab results provided: toxo igm abbott and roche results from (B)(6) 2025 = not reactive. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). Section e1 phone number complete information: +(B)(6). This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 7p45-40 / 45 with 510k/PMA/bla number k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I toxo igg results for one sample. The following results were provided: (customer reference range <1.6 nonreactive, 1.6 - 3.0: grayzone, >=3.0: reactive) (B)(6) 2025, sid (B)(6), alinity result = 0.8 iu/ml. Toxo igg roche result = 21 iu/ml on (B)(6) 2025 and toxo igg roche result = 22 iu/ml on (B)(6) 2025 additional lab results provided: toxo igm abbott and roche results from (B)(6) 2025 = not reactive. No impact to patient management was reported.